Manufacturer narrative:
(B)(4). Visual examination of the provided pictures identified an articular surface attached to a tibial plate. The tibial plate shows signs of being implanted with foreign material attached. The tibial plate stem is fractured off from the tibial plate. Medical records were not provided. Device history record (DHR) review was unable to be performed as the part and lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient was revised due to implant fracture. Upon revision of the tibia, it was discovered that the modular finned stem had fractured off from the modular tibial plate. There is no additional information available at this time.